Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment for the event included a fortum injection (1g, once a day, route not reported), vancomycin injection (2g every 5 days, route not reported), and heparin injection (5000 iu [international unit], 1ml per exchange, route not reported). The patient was reported to have recovered from the peritonitis. Dianeal therapy and antibiotic treatments were ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.